Event description:
It was reported that the patient with this brady lead experienced facial swelling due to confirmed superior vena cava obstruction. The entire system was explanted and was replaced with a leadless pacemaker. No additional adverse patient effects were reported.